Event description:
It was reported that a spectrum iq pump had an air in line error. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem 'air in line error' was not reproduced. A review of the event history log revealed 'air in line!' Messages. The 'air in line!' Alarms in the log were likely a result of normal pump operation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.